Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a physician requested support to interpret this cardiac resynchronization therapy defibrillator (crt-d) system stored atrial tachy response (atr) episodes. The electrograms (egm) appeared to exhibit inappropriate pacing inhibition due to oversensed signals in the atrial channel. At this time, this crt-d remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This report is submitted to update the section b. 5. Describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician requested support to interpret this cardiac resynchronization therapy defibrillator (crt-d) system stored atrial tachy response (atr) episodes. The electrograms (egm) appeared to exhibit inappropriate pacing inhibition due to oversensed signals in the atrial channel. The patient is not pacing dependent and no adverse effects were reported as result of the oversensing. An initial review of the episodes from boston scientific technical services (ts) stated the egm showed t-wave oversensing during atr events. However, a more detailed analysis revealed there was no t-wave oversensing but rather artifact signals were oversensed in the atrial channel close to t-wave sensing. T-wave activity was not related to oversensing. Ts recommended further testing and provided re-programming options to optimize the system performance and resolve the issue. As result, the patient was checked in-person. Provocation maneuvers were performed, however no noise was reproduced. No programming changes were made. The patient will be followed-up remotely.